Manufacturer narrative:
The complaint sample has not been received for evaluation. Once the complaint sample is received, it will be investigated and a follow-up medwatch 3500a emdr will be submitted. Complaint information provided by distributor, depuy synthes. Foreign as the event occurred in (B)(6).

Event description:
It was reported during an unknown procedure on an unknown female patient that after the cup was placed, it could not be disengaged from the handle, so the cup was also removed. The cup was attached to a straight handle without any problem, so straight handle was used with a 15-20 minute delay. Procedure was completed successfully. No adverse events nor patient consequence were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to viant for evaluation and the reported event is confirmed. The offset cup impactor has a slightly deformed universal joint (uj) on the drive chain. From initial evaluation of the device, the drive chain mechanism initially functioned as expected. However, after numerous rotations in multiple ratcheting settings, the drive chain becomes jammed. The mechanism is most prone to jamming in a tighter setting. It was not apparent at first what was causing the jam or where. From further thorough visual inspection of the drive chain, it was then found that the uj was making contact with the impactor body. This was able to be found as there were scuff/contact marks found on the impactor body. This suggests that the uj must be slightly deformed in order for it to make contact with the inner wall of the impactor body. However, when attached to an implant cup simulant (f-p6427-cup), the drive chain mechanism does not jam at all in any ratcheting setting. The deformed could have occur due to wear from repeated use causing the mechanism to become worn and fatigued over time from its 6.36 years of use. It is also possible the uj could have become deformed from over-tightening, however there is no evidence found suggesting the device was misused. Other observations; the ratchet weld has no visible signs of failures (no fracture or cracks). The ratchet teeth are in good condition and does not have a significant amount of wear. The device has general wear and tear in the form of scratches/nicks/gouges from repeated use. Per the above observations, the device has failed due to wear from repeated intended use. The IFU sent with this device, man-000197 rev b, stated the following; end of life is generally determined by wear and damage due to intended use. Visually inspect for damage and wear. Check hinged instruments for smooth movement. Discard damaged instruments. Viant devices should only be used by qualified personnel fully trained in the use of the surgical instruments and the relevant surgical procedures. Do not modify viant instruments in any way and handle with care at all times. Surface scratches can increase wear and the risk of corrosion. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations. The viant risk management files were reviewed and the failure mode was identified and mitigated to the lowest possible level. A trend analysis was performed and the complaint rate fall within the identified occurrence rate in the viant risk management files. The device history records (DHR) was reviewed and found no related manufacturing deviations or anomalies that would have contributed to the reported event. This device had experienced approximately 6.36 years of use. It is unknown as to how many surgical procedures (cycles) this device had experienced throughout its life in the field. However, the deformed uj could have occur due to wear from repeated use causing the mechanism to become worn and fatigued over time from its 6.36 years of use. In conclusion, the reported event is confirmed as the offset cup impactor has a slightly deformed universal joint (uj) on the drive chain. From the investigation performed, the root cause is attributed to wear heavy usage. D9: device available for evaluation updated. H6: updated medical device product code, component code, investigation findings, and conclusions based on the investigation performed.